Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient reported seeing the no device found screen. Patient took the batteries out the controller then put them back in. During the call the patient reported seeing the no device found screen then reported seeing the batteries status screen. Patient reported that the controller batteries showed 80% and the ens showed empty. Patient also reported going to the ER because she was not able to void. Patient stated a catheter was put in. No further symptoms or complications reported or anticipated.